Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event while using the ilet bionic pancreas, describing that the pump overcalculated insulin overnight and the user awoke with low glucose; the reported blood glucose was 40 mg/dl and the user corrected the event with oral glucose, after which the user was advised to perform a soft reset of the pump. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication required, specifically oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem and no identifiable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.